Event description:
Tech alleged the right head brake caster is not holding the brake when the brake is applied. No pt impact.

Manufacturer narrative:
The tech adjusted the right head brake aster to resolve the issue.